Manufacturer narrative:
(B)(4). Device evaluation: a sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was receiving a subcutaneous infusion of glucose 5%, dextrose 2.5% and nacl trough the suspect device. An abscess was noted on the 3rd day. The abscess was drained at the patient bedside with a scalpel and antibiotics were administered.

Manufacturer narrative:
Device evaluation: result - four unused representative samples were received in sealed packages. The samples were visually inspected and no foreign matter or contamination was found in the cannula tip or catheter. The device history record for lot number 6124986 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383318 with lot number 6124986 was manufactured on may 10, 2016. According to sampling plan applied for product performance, this lot was accepted and released without problems. During this assembly no defects or contamination were found in final assembly and packaging that could affect with the defect reported. The certificate of sterilization does not show any problems that could contribute to the defect reported. Conclusion - bd was not able to confirm the customer¿s indicated failure mode. An absolute root cause for this incident was not determined.